Manufacturer narrative:
The reported event of channel disconnects from time to time arms was confirmed after a review of the site visit report. No devices or logs were returned for investigation no further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on the report of un-approved cleaning techniques being used, it appears to be an unapproved cleaning techniques with corrosion on the iui connectors. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no report of patient involvement.

Event description:
During the site visit, the customer reported they will see channel disconnects from "time to time". There was iui corrosion noted during the site visit. The customer performs initial troubleshooting on the devices prior to taking them out of service if time permits. There was no report of patient involvement.